Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported that the customer disc added the explanted catheter segment.

Manufacturer narrative:
Continuation of d11: product ID 8781 lot# hg3472b12 serial# implanted: 2019-(B)(6) explanted: 2020- (B)(6) product type catheter product ID neu_unknown_cath lot# unknown serial# implanted: 2020-(B)(6) explanted: product type catheter h6: method code 4117 applies to the unknown model, unknown lot # catheter. Method code 4115 applies to the 8781, lot # hg3472b12 catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that detachment of the spinal side catheter was observed on (B)(6) 2020. Originally, the tip was placed on th10, but it seemed that the catheter was detached like coiling itself up in the pocket on the back. The hcp recommended that the catheter be placed again, but the patient did not want a re-operation. Increasing the dosage at this rate was also under consideration, and a contact would be made again. The outcome was ¿unrecovered¿. It was the attending physician's assessment that the patient was able to walk and could walk quite briskly, which might have caused the catheter to be pulled out. The causality was not attributed to the drug, pump, or programmer. It was unknown if the causality was attributed to the catheter. The causality was attributed to the surgical procedure.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the explanted catheter segment was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: fdm updated to 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The operation for repositioning the catheter was performed on (B)(6) 2020. When the pocket in the back was opened, the catheter had been detached, coiling itself up in the pocket. A new catheter in the intrathecal space was implanted again, and repositioning was completed by using a new anchor and connector. The attending physician's assessment indicated the patient was highly active and might move too much. This time, it was indicated the tip of the anchor was decided to be inserted firmly so there would be no gap between the intrathecal puncture site and the anchor, and purse-string suture would be applied twice. The event was considered recovered as of (B)(6) 2020. It was indicated the event was not considered causally related to the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative and a foreign healthcare professional (hcp) via daiichi. It was clarified that the catheter being ¿outside the medullary cavity¿ was actually meant to say ¿outside the intrathecal space¿. It was clarified that the catheter was initially implanted inside the intrathecal space, but the catheter seemed to have been pulled out to the pocket on the back because the purse-string suture was insufficient. It was considered that the tip of the catheter was still inside the intrathecal space. Therefore, the dosage was increased the other day, and the patient was placed under observation. The physician stated that the catheter might have been pulled out little by little with movement, as the patient was able to walk. A refill would be performed on (B)(6) 2020, and the medical representative (mr) in charge will visit the facility, so the subsequent condition would be checked, and a contact will be made if additional information is obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (b(6). It was reported that because the catheter was pulled out of the medullary cavity, and the tip of the catheter was lowered, it was originally recommended to re-fix the catheter, but the patient was unwilling for a re-operation. On the reported day (B)(6) 2020, the patient was placed under observation after the dosage was increased by 40% (from 27.5mcg/day to 38.5mcg/day).

Event description:
Additional information received clarified that the catheter was not detached, but the spinal side catheter was slightly dislodged in pocket on the back. The spinal segment was the same catheter that underwent the pump segment removal on (B)(6) 2020 due to the disconnection from the pump. As the patient underwent a re-operation on (B)(6) 2020 this year (as previously reported), the patient did not want to undergo another procedure. As of on (B)(6) 2020, no action was taken and instead it was scheduled to increase the dosage on (B)(6) 2020 and observe the patient's condition.

Manufacturer narrative:
Continuation of d11: product ID: 8781; lot# hg3472b12; implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: catheter; h6: device code c63233 no longer applies. Method code 4117 applies to the spinal segment of the model: 8781; lot#: hg3472b12 which remains implanted and in use as of this report. Method code 4115 also applies to the 8781, lot#: hg3472b12 catheter, as the pump side segment of the catheter was previously explanted and reportedly discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg3472b12, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at 25 mcg/day (unknown concentration) via an implantable pump for spinocerebellar degeneration. It was reported that the patient had liquid retention in the pump pocket. It was explained that there was a possibility of cerebrospinal fluid (csf) leak. The patient was placed under observation by wrapping the abdomen with bleached cotton. The attending physician's assessment stated that there was a question as to whether the catheter was disconnected from the connector, and when checking the effect on (B)(6) 2019, there was effect, so a csf leak was initially suspected rather than a catheter problem. Therefore, it was decided to observe the patient¿s condition by pressing the pump pocket from the outside. If liquid retention continued, a catheter contrast examination would be performed. Because liquid retention in the pump pocket continued, a catheter contrast examination was performed on (B)(6) 2020. First, the liquid was aspirated from the pocket (approximately 180ml flowing out). As a result, it was judged that the joint between the pump and the catheter was loose, and csf leaked from there (no headache etc. Due to csf leak). It was noted (with regards to the physician's surgical technique), that when connecting the connector and connecting the catheter to the pump, it was checked whether it was fitted properly, but it was checked visually and only checked with the physician. The attending physician's assessment stated that when connecting the catheter to the pump, the physician checked whether the catheter came off by pulling, but this was the physician¿s first procedure, so the check might have been insufficient. The physician said that he had ¿no confidence.¿ on (B)(6) 2020, the result of the catheter contrast examination on (B)(6) 2020 was received, and the repair procedure to reconnect the pump and the pump side catheter was performed. When the pump pocket was opened, the catheter was about to come off as thought. In addition, the amount of the accumulated fluid in the pump pocket reduced, and csf outflow was not observed from the pump side catheter. When checking the anchor part on the back, it was also found that the catheter slightly came out of the fascia at the anchor insertion part; the spinal side catheter was kinked at that part. Therefore, the anchor was ¿re-fixed¿ and repair was performed using a new collet and a pump side catheter. It was the attending physician's assessment that a purse-string suture was performed, but it might have been loosened. ¿the physician¿s surgical procedure was not very good.¿ the causality of the event was attributed to the surgical procedure. The causality of the event was not attributed to the drug, catheter, pump, or programmer. The classification of severity was ¿6 (serious)¿. The outcome of the event was recovered/remission on (B)(6) 2020. No further complications were reported.